Event description:
Info alleged that when the caregiver attempted to operate the device on dc power, functioning stopped and the device did not alarm. It is unk if the device was in pt use at the time of the event, however there was no reported pt harm. During service eval the power switch was found to have caused the problem. The power switch was replaced to correct the problem and the device was returned to the customer. A request was made to receive the power switch for further investigation. A follow up report will be submitted if pertinent info is discovered.